Event description:
An ophthalmic surgeon reported that a system froze before the surgery. The system was exchanged to start and complete the surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).